Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, the following fields were updated: e1 facility name field was updated from "ni" to "(B)(6)". The full facility name is "(B)(6)". E4 field was updated from "unknown" to "no". H4 field was updated from "ni" to "2/4/2022". The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A definitive root cause could not be identified as the reportable malfunction was not reproduced. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image during reprocessing. There were no reports of patient involvement.